Event description:
It was reported that the pump¿s battery did not charge despite the charger¿s indicator light showing charging, and a replacement charger was sent overnight; the issue involved the battery charger component and presented as a charger failure consistent with a fracture-type device problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a charger-related fracture problem associated with the battery charger, consistent with a device component failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.